Manufacturer narrative:
Additional information: b5, g3, h3, h6. Additional information received on 11/7/2024: the patient underwent revision to an rsa implant system on (B)(6) 2024.

Event description:
Additional information received on 11/7/2024: the patient underwent revision to an rsa implant system on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/10/2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry will undergo rsa revision surgery due to a subscapularis failure. On (B)(6) 2024, the patient presented to the clinic with pain, and it was determined that due to subscapularis failure, the patient will undergo revision surgery to an rsa implant system. An ar-9301-45cpc arthrex eclipse trunion 45 mm, slotted, tps capwas, an ar-9345-17 arthrex eclipse humeral head, 45/17, an ar-9107-01-15r universe vault lock augmented glenoid, small 15r, and an ar-9301-02 arthrex eclipse cage screw medium (35.0 mm) were implanted in the patient on (B)(6) 2023. This event was indicated as unrelated to the eclipse implant system, or the study patient was part of. The reason for the subscapularis failure is unknown. No injury that led to failure. The patient is still experiencing instability, and the revision surgery has been scheduled for (B)(6) 2024.